Manufacturer narrative:
Patient demographics such as age, date of birth, sex and weight were not provided. A beckman coulter (bec) field service engineer (fse) was not required to visit the customer. The customer performed hardware verification including a precision run and system check and all results were within specification. There is no evidence that the access accutni+3 reagent was returned to bec for testing. In conclusion, the cause of the erroneous access accutni+3 results could not be determined.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results for two (2) patients on the laboratory's unicel dxi 600 access immunoassay system, serial number (B)(4). For both patients (designated as patient one (1) and patient two (2)) the customer initially obtained a result above the normal reference range of the assay. The customer re-analyzed the patients' samples two additional times and obtained results significantly higher (still above the normal reference range of the assay) and similar lower results above the normal reference range of the assay. The results were not released outside the laboratory and there was no change to patient treatment. The samples were collected in plasma tubes and spun at 5,000 revolutions per minute (rpm) for five (5) minutes. Customer reported no visible issues with the integrity of the sample. The customer stated that their quality controls (qcs) were within specification before and after the event. The customer performed a system check after the event and all results were within specification. The customer performed a thirty (30) replicate precision run after the event and all results were within specification. An fse was not required to visit the customer and the customer was not required to change any parts on the instrument.